Event description:
Reporter indicated that pt experienced bradycardia during first lead test (rate of 74) and a first degree block (a pause between the atria and the ventricle conduction). The dc/dc code was 1. On the second lead test there was a second degree block (atria contracted but the ventricle didn't) for 10 seconds. This spontaneously resolved and the rate was back to approx 60. No intervention was taken. The dc/dc code of the second lead test was 1.